Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (85.0 mg/ml at 15.504 mg/day) and bupivacaine (1.0 mg/ml at 15.504 mg/day) via an implanted pump. The patient reported that at their last refill there were 4 mls expected in the reservoir, but 12 mls were removed. Per the healthcare provider, the patient was presenting with some withdrawal symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The plan was to revise the existing catheter and pump. The healthcare provider spoke with the pain manager, and they elected to replace the entire system. The issue was noted to be resolved, and it was indicated that the healthcare providers had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot/serial # (B)(6), implanted: (B)(6) 2011. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 12-nov-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.